Event description:
It was reported that on review of session records, high out of range pacing lead impedance, no sensing, loss of capture, and noise were observed. Upon interrogation the next day, automatic, out of clinic measurement were within normal limits, but when tested manually in-clinic, out of range measurements were seen. Hv lead impedance could not be measured. Lead was explanted and replaced. Patient condition is good.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. The damage found was sustained during the surgical procedure. The lead was otherwise normal.